Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the moderately tortuous distal right coronary artery (rca). After a synergy¿ stent was deployed in the proximal rca, a 2.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion in the distal rca but failed to cross the lesion. The device was removed and dilatation was performed. The device was delivered again and when it reached the lesion, it was noted that the stent dislodged and remained in the previously implanted synergy¿ stent in the proximal rca. Attempts were made to retrieve the dislodged stent but was unsuccessful. Subsequently, the dislodged stent was deployed in the proximal rca using a smaller diameter balloon catheter and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 12mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum crimped stent profile was found to be within the specification. The balloon body was reviewed and there were no issues noted. The balloon wings were tightly folded and had not been subjected to any significant positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the stent and the balloon at the time of manufacture. A visual and tactile examination of the hypotube identified multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the moderately tortuous distal right coronary artery (rca). After a synergy¿ stent was deployed in the proximal rca, a 2.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion in the distal rca but failed to cross the lesion. The device was removed and dilatation was performed. The device was delivered again and when it reached the lesion, it was noted that the stent dislodged and remained in the previously implanted synergy¿ stent in the proximal rca. Attempts were made to retrieve the dislodged stent but was unsuccessful. Subsequently, the dislodged stent was deployed in the proximal rca using a smaller diameter balloon catheter and the procedure was completed. No patient complications were reported.